Manufacturer narrative:
(B)(4). The product has been returned and is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while putting trays together after surgery, it was noticed tibial articular surface provisional was fractured.

Manufacturer narrative:
The following report is submitted to relay additional information updated: the reported event is confirmed as the returned device was fractured. The visual inspection of the tasp exhibits signs of repeated use as well as lateral side fracture. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per persona surgical technique, it instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any tasp construct failures. Follow up email indicated that surgeon impact the tasp. The root cause is atrributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.